Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 8, 2021, mentor became aware of an issue with the data submitted in field b5 of the initial report. It was incorrectly stated that the manufacturing date of the complaint device was june 21st, 2020, and that the explantation date of (B)(6) 2020 provided by the customer could therefore not be correct. However, this was misstated. The manufacturing date of the device was june 21st, 2010, and this was accurately reflected in section h4 - manufacturing date of device. Therefore, the explantation date provided by the customer was correct, and this field has been updated as a result. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: pc-000819822 d6b explantation date added per initial reporter.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 275cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii. As a result, the devices were explanted at an unknown date. On (B)(6) 2020 provided as explantation date is incorrect since the device was manufactured on june 21, 2020 per manufacturing record evaluation. On (B)(6) 2020 is estimated as date of implant. Follow-ups for implantation and explantation dates are in progress. Information received will be submitted in a supplemental report. This report is for the patient¿s left-sided device.